Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker exhibited an alert indicating the voltage is too low for the projected remaining capacity. This pacemaker remains in service. No adverse patient effects were reported.